Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr checked all electrics for proper values, pneumatics for any issues and perform circuit and performance tests and all checked out to manufacture spec. Afterwards fsr switch out circuit for hospital circuit and notice that their caps were bad. Unit is now back to working condition. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced pressure problem. Unable to adjust map below 12 with limit knob fully counter clockwise. The customer confirmed that there was no patient harm associated with the reported event.